Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 16fr gore® dryseal flex introducer sheath was inserted from the left side and a trunk ipsilateral leg endoprosthesis was implanted. Then, a 12fr gore® dryseal flex introducer sheath was inserted from the right side and a contralateral leg endoprosthesis was implanted in the right limb. A touch-up was performed using a gore® molding & occlusion balloon catheter. After all devices were implanted, an angiography revealed a localized dissection in the left iliac artery. The physician stated it is unknown when the dissection occurred. Reportedly, it looked that the 16fr sheath was advanced smoothly. And it seemed that the dissection was at near the distal end of the ipsilateral leg endoprosthesis. The physician decided to monitor this dissection because it is localized and there was no a pressure gradient. The patient tolerated the procedure. Reportedly, the diameter at near the dissection area was about 10 - 11mm.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. A review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.